Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.